Event description:
It was reported that the 9600 system would not fluoro. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an over the phone investigation. The customer found the interconnect cable not seated. The cable was re-seated. The system was found to be working as intended, and put back into service.